Event description:
It was reported that the product broke.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the practitioner broke 2 strawberries during use - probable root cause: - inadequate window profile - inadequate welding process - improper material strength - inadequate size selected for the application - material brittleness - excessive force applied by the user - incorrect rfid tag. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the product broke.